Event description:
On (B) (6) 2008, the patient reported she just changed the insulin cartridge of her infusion device and the piston rod will not move. She stated she can hear the motor trying to move the piston rod. She said the sound is as if the battery is dying. The patient changed to a new aa alkaline battery twice but the piston rod did not move and the device display continued to show "returning piston rod." The patient stated that "awhile" ago insulin spilled into the cartridge chamber area and she used a cotton swab to dry it out. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. The patient was advised to switch to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.